Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the o ring at the reservoir connection is missing. Customer's blood glucose was unknown 250 mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Findings: unit had minor scratched lcd window, broken reservoir tube lip and missing o-ring reservoir tube. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off.